Event description:
During the endoscopic retrograde cholangiopancreatography procedure in the common bile duct, the very end of the device was reported to be "peeled or split the plastic was split and deformed". This kept hanging in the elevator of the scope. The device was removed and the procedure was completed with a different device. The patient was "fine".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.